Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid spill on the front of the coulter ac.t diff 2 analyzer. Customer reported that the platelets kept failing. Customer reported that the vacuum isolator chamber was empty. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the waste filter and performed decontamination of the instrument.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).